Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose was 91, 31, and 134 mg/dl within 10 minutes, with a difference of 61 mg/dl. Patient did not experience any adverse events. No further information has been reported.